Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable creatinine plus ver.2 results for one patient. Sample tested on the cobas c 503 analytical unit. The initial result from the analyzer is 1.60 mg/dl. The repeat result from another analyzer is 0.637 (0.64) mg/dl. The physician questioned the initial result, prompting the rerun. The repeat result was deemed correct.